Event description:
Pt with stab wounds to right chest and liver was seen in ER. IV fluids that were warmed in the incubator unit were started in left arm IV. Pt complained of burning, and the IV was shut off. Pt later developed redness at the IV site and blisters up the left arm. Biomed checked the incubator and found it working properly and temp tests met MFR's recommendations. Pt was treated for cellulitis at the IV site and discharged to home.